Manufacturer narrative:
Concomitant medical products: dtba1d1, device, implanted: (B)(6) 2016.

Event description:
It was reported that the patient experienced palpitations and an alert was observed from the device. The patient presented to the clinic and a left ventricular (lv) lead impedance warning was noted for low impedance values. It was added the lv pacing threshold was higher than the programmed output and there appeared to be r-waves after the ventricular pace. It was also unknown if there was lv capture, as the pacing threshold exceeded the programmed output. The lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.